Manufacturer narrative:
The impella automated controller device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during support, the patient experienced a gastrointestinal bleed. As a result of the bleeding, heparin was discontinued. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication.

Manufacturer narrative:
Correction: h11 on the initial manufacture report narrative it erroneously called out controller instead of pump.